Manufacturer narrative:
Batch review performed on 18 june 2019: lot 176250: (B)(4) items manufactured and released on 12 december 2017. Expiration date: 2022-11-27. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical director: one year after cemented total knee replacement, the patient was complaining about instability. During revision surgery, tibial baseplate was replaced due to insufficient fixation. In the radiographic images provided, cement mantle is hardly visible around the tibial profile. Several variables can influence the cementation process such as temperature (of the implant and of the room), time of insertion, presence of liquids, possible accidents during cement transportation or storage (e.g. Temporary temperature increase), and other possibilities not related to the implant. The reason for this loosening could not be determined with the information at hand.

Event description:
Revision surgery performed due to tibial tray loosening after about 1 year from the primary surgery, the patient's knee was unstable.